Event description:
It was reported that the pulse generator exhibited noise on the atrial and ventricular channels. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of the provided printout found noise on both the ventricular and atrial channel. However, as received the device exhibited normal electrical characteristics and the noise could not be reproduced. Consequently, the reason for the noise on the provided printout could not be determined.